Event description:
On (B)(6) 2010 pt was admitted with periprosthetic femur fracture. On (B)(6) 2010, pt had a bone graft implanted during orif for left femur fracture. She was discharged on (B)(6) 2010. Pt returned to the ER on (B)(6) 2010 (discharged same day) with pain, warmth, induration and swelling of the knee and distal thigh, area very firm to touch. Pt returned (B)(6) 2011 for irrigation and debridement of abscess in the area.